Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that she did not have information about the batch number of the product.

Event description:
(B)(4) - the dentist reported that, over than 11 years after the dental implant was installed in patient¿s mouth (intraoral region #5), its loss of osseointegration was observed. 30 ncm of primary stability was achieved and the patient presented bone type iii.